Event description:
The screw head broke off during insertion into the patient's ankle. The surgeon was unable to remove the threaded portion of the screw. The fracture was reduced and stable. The patient was discharged 2 days later and will be sent to another facility to have the screw removed.